Event description:
Customer reported the table will not move up or down and the system is displaying an accessory installation error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and instructed the customer on correct installation of the foot extension system. System operates as intended.